Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the log file. The system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 7 days (11feb2021 ¿ 18feb2021 per time stamp). Atypical power cable disconnect alarms were captured on (B)(6) 2021 at 10:48:07 and 10:48:45. These alarms occurred during power source exchanges from either switching from battery power to the power module or vice versa. These were coincident with rsoc invalid faults and cleared shortly after activating. There were no other notable alarms active in the log file. Pump operation was not affected. Additional provided information communicated on 19feb2021 stated that the system controller was exchanged. Multiple good faith efforts were sent to retrieve additional information regarding if the alarms resolved with the controller exchange and if it would be returning for evaluation; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. He heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records (shop orders: ) were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient noted to have audible alarms while connected to the power module. No lights or visible alarms were noted to the lvad (left ventricular assist device) controller or system monitor during the audible alarms. The patient stated the first noted alarm was while on a mobile power unit ( mpu) at home. The patient stated was using a power module at home since alarming on mpu. The patient noticed the alarms again approximately three days prior to date of event while on power module. Alarms were sometimes reproducible when moving the black power cable and the battery and diamond icons illuminated at home while the alarms occurred. Denied alarms while on battery power. Log file submitted revealed odd power cable disconnects while connected to the power module. The patient¿s system controller was replaced as the alarms were happening on their home power module as well as hospital's power module. No additional information provided.